Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Device had cracked belt clip slot and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was playing soccer at the time of the alarm. Blood glucose value was 105 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.